Event description:
Pt placed on ventricular assist device - nurse heard low beeping alarm and there was a "low voltage" alert, the system controller unit attached to the pt was very hot to touch and smelled like electrical parts burning. The pt was immediately switched to a new system controller. Pt was asymptomatic during the event. System superuser noted that one of the prongs was bent in the connecting end.